Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the infusion pump was not delivering the proper dosage of medication. It was also stated that the daily totals were not being calculated correctly. The caller stated that she no longer wanted the customer using this infusion pump, and requested a replacement. Nothing further was reported.